Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to a urgent care and was diagnosed with a skin irritation. For treatment, the patient was prescribed cetirizine 10 mg tablets and famotidine 20 mg tablets to take daily . The patient was also told to take zyrtec and flonase. The pod was worn between 36 and 48 hours on the arm. The patient stated they were allergic to the adhesive. The patient was discharged after 45 minutes.